Event description:
Device report from synthes reports an event in japan as follows: it was reported on (B)(6) 2023, that when removing a locking screw, it was not turned, and the screwdriver twisted off. The surgeon used an extraction screw, but the extraction screw could not grasp the screw head of the locking screw, and the screw head of the locking screw stripped. Finally, the surgeon shaved the screw head of the locking screw with a carbide drill and removed the locking screw. The surgeon noted that when he used the extraction screw, the tip seemed less sharp than usual. There was no infection. This report is for one (1) unk - extraction instruments: trauma. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.